Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she received low battery warnings from the ipg on several occasions. Subsequently, surgical intervention was undertaken on (B)(6)2017 during which the ipg was explanted and replaced. The patient lost stimulation approximately a week prior to the procedure. Stimulation was restored post-operatively.